Event description:
The sales representative informed that the patient has recently experienced painful stimulation. A screen shot of the session report was provided which indicated that the patient's settings and diagnostics were within normal limits. Clinic notes were provided later with a report that the patient was having some trouble tolerating vns, with eyelid twitching and throat discomfort reported at an appointment in (B)(6) 2019. The vns settings were lowered as a result, and this reportedly helped with the patient¿s symptoms. The results from a prior chest x-ray were provided, informing that there was an electrical device seen overlying the left hemithorax, with leads projecting into the left side of the neck. It was noted that the leads terminate in the soft tissues of the left side of the neck. The x-ray images that the assessment was based on were not provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Clinic notes were received by the manufacturer. There was a report of the patient experiencing eyelid twitching, throat discomfort, and muscle spasms at the electrode site when stimulation occurs. The patient's device was also disabled at one point and they have had made several parameter changes in an attempt to increase the patient's tolerability. It was also noted that the patient is more mean and aggressive post seizures. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient's spouse reports that the physician has not been able to program the vns to therapeutic settings due to the patient experiencing head jerks at higher output current settings. The patient's spouse reports that x-rays were performed and that the neurologist believes the vns electrodes may have been placed on the muscle in the neck, instead of on the vagus nerve. She noted that the vns is not efficacious for the patient as the output current cannot be set to a therapeutic range. It was also mentioned that the patient has a fever, and according to the patient's spouse, the neurologist believes there may be an infection at the electrode site. The patient's wife later reached out to their sales representative reporting that the patient was recently discharged from the hospital due to increased seizures. The patient's wife mentioned that the physician informed them that the vns was not "installed correctly" and that the electrode can be seen protruding underneath the skin in the neck. It was noted that the physician cannot increase patient's settings as this would worsen patient's hoarseness, increases pain at neck , and causes the patient's neck to jerk. The patient has been referred to a surgeon. No known surgical intervention has occurred to date. Multiple attempts have been made to the physician for additional information; however, no other relevant information has been received to date.